Event description:
It was informed that the customer gave a following report: at bedtime the customer had a peanut butter toast and did not bolus. The customer looked at the reservoir and saw insulin left in the reservoir. The customer stated that the pump alarmed in the morning with an ampty reservoir. The customer was unconscious and required the paramedics services. The paramedics treated the customer's low bgs.